Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using ruby coils. During the procedure, the physician successfully deployed multiple ruby coils into the target vessel using a lantern delivery microcatheter (lantern). The physician then felt resistance while advancing another ruby coil through the introducer sheath into the hub of the lantern. The physician attempted to push the ruby coil into the lantern, but it would not advance beyond the distal end of the hub. Upon retracting and making another attempt to push the ruby coil into the lantern, the physician noticed that the ruby coil had detached. The ruby coil was therefore removed, and the procedure was completed using a new ruby coil and the same lantern. There was no report of an adverse effect to the patient. The actual event date is unknown.